Manufacturer narrative:
A device history record review could not be performed because a lot number was not received with the complaint. However, as part of our manufacturing process, all device history records are reviewed and approved by quality, prior to the release of product. One decontaminated drainage bag was received at the manufacturing site for evaluation. Upon a visual evaluation of the sample, the reported issue was confirmed. As part of continuous improvements, a corrective and preventative action (CAPA) has been initiated to investigate and address the reported condition. The results will be documented through the CAPA. This complaint will be used for tracking and trending purposes.

Manufacturer narrative:
The incident sample has been requested but to date has not been received for evaluation. If the sample is received, or if additional information pertinent to the incident is obtained a follow-up report will be submitted.

Event description:
The customer reported that the foley was inserted in procedural area and did not have the new securement device. Patient was in bed with staff boosting the patient up in bed and it came apart. No injury was reported.